Event description:
The device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2023, that while using the rod bender from the expedium set, the middle knob on the french bender broke apart from the metal cylinder that connects the two handles. The instrument broke apart into five parts. Central knob, cylinder, two handles, and washer. All parts were retrieved from the sterile field. There was no surgical delay due to the related event. The procedure was successfully completed. Fragments were generated but were removed without additional intervention. There were no patient outcomes or consequences. This report is for one (1) french rod bender this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.